Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient and event information. Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-00744. It was reported the patient was experiencing discomfort at the ipg site. Surgical intervention may be pending to address the issue. It is unknown which ipg is causing discomfort, therefore both ipgs are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-00744. Additional information received indicated that surgical intervention was undertaken on (B)(6) 2020 wherein patient¿s cervical system ipg pocket site was moved from right side to left side. This addressed the issue.